Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the issue to occur after the central control monitor (ccm) had been subjected to the low end of its operating range (10 degree celsius) for several hours (cold sensitivity). The cause was determined to be the flat panel display. The display was not removed from the device during evaluation, therefore no additional information was recorded. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) took a long time to enter the menu and perfusion screen. As a result an alternative device was employed. The surgery was completed successfully. There was no delay, no blood loss and no adverse event reported.